Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim the customer described there being (2) leaks with the texium bonded sets they were using at the facility. The leak occured at (2) spots on the texium bonded set.

Manufacturer narrative:
One sample with a texium was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was pressurized at 30 psi for 10 minutes. No leak was observed. The customer complaint was unable to be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Event description:
No additional info.